Event description:
Additional information was received that the patient had shortness of breath at the time of the 0lpm flow and had subtherapeutic interntional normalized ratio (inr). There were no recent changes to pump parameters. Computed tomography images were not available, bedside echocardiogram was performed with the following results: left ventricular ejection fraction (lvef) 15%, severely dilated left ventricle, aortic valve opened with every beat, color flow and continuous wave doppler at inflow cannula without any signs of flow. The formal echocardiogram showed the lvad speed at 5200 and flow at 0lpm. Left ventricular inflow cannula was well visualized, with a peak velocity of 0.30 m/s. Aortic outflow cannula was not well visualized. The aortic valve opened with every systolic beat. Left ventricle: the left heart agent optison was used to enhance endocardial borders. There was a severely depressed left ventricular function. There was mild left ventricular hypertrophy. Indeterminate left ventricular diastolic function. Right ventricle: the right ventricular size was mildly enlarged. Global right ventricular systolic function was reduced. An implantable cardioverter defibrillator wire was visualized. Pulmonary artery pressure could not be measured because there was insufficient tricuspid regurgitation. Left atrium: the left atrium was mildly dilated. Pericardium: there was no evidence of pericardial effusion. Mitral valve: the mitral valve is normal in structure. Aortic valve: the aortic valve appeared tri leaflet. Trace aortic valve regurgitation observed with color flow doppler. Pulmonic valve: trace pulmonic valve regurgitation observed with color flow doppler. No evidence of pulmonic stenosis was observed with spectral doppler. Aorta: the aortic root was normal measuring 3.00 cm and 1.28 cm/m² index. The ascending aorta was normal measuring 3.30 cm and 1.40 cm/m² index. Venous: the inferior vena cava was dilated with respiratory variation greater than 50%.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed a developed inflow cannula deposition, evidence of the rotor being impacted through the available log files, and occlusive, denatured blood within the pump and rotor. Although a specific cause for these findings could not be conclusively determined through this evaluation, these findings could have caused or contributed to the low flow alarm with no flow, as confirmed through the available log files. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 1.75¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. Distal sections of the sealed outflow graft were returned measuring approximately 4.75¿ and 1.5¿. The apical cuff was not returned. Examination of the inflow cannula revealed a developed deposition in the distal lumen. The adhered deposition occluded over 50% of the inflow cannula lumen. Examination of pump cover and rotor revealed denatured blood that was completely occlusive. No other developed depositions or thrombus formations were discovered that would have contributed to a flow or functional issue. The submitted and retrieved log files were reviewed. The low flow alarm was activated on (B)(6) 2025 as flow decreased to 0.0 liters per minute (lpm). Transient increases in rotor noise were also captured at the onset of low flow, indicating that the rotor had been impacted. The low flow alarm was indicative of a flow obstruction and persisted for approximately 9 hours, until the pump was exchanged. Although a specific cause for the deposition, impacted rotor, and occlusive denatured blood could not be conclusively determined through this evaluation, these findings could have caused or contributed to the low flow alarm by obstructing the flow path. A specific duration for the development of the deposition or denatured blood could not be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at an outside hospital emergency department with flow reading of 0.0lpm. The patient was transferred for surgical intervention. The patient was reported to be with a known left ventricular thrombus. The patient was then taken back to the operating room for pump exchange. Thrombus was visualized in inflow cannula during exchange. Log files captured constant low flow events throughout the log with flow noted at mainly zero. Pulsatility index values were also low and non-variable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Log files were submitted, and they captured constant low flow events throughout the log file with flows noted mainly at zero. It looked like a potential obstruction in the ventricular assist device (vad) circuit.